Manufacturer narrative:
(B)(4).

Event description:
As reported by (B)(4) study, the patient experienced elevated cardiac enzymes during the index procedure. The target lesions were located in the proximal right coronary artery (rca) and proximal left anterior descending (lad) artery. The lesion in the proximal rca was described as de novo, 8mm in length, non-thrombosed, 70% stenosed, type b1, with no calcification. A 3.0x13mm cypher rx stent was successfully implanted at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Pre and post-dilation were not conducted. The lesion in the proximal lad was described as de novo, non-thrombosed, type b2, 60% stenosed, non-thrombosed, with no calcification. The lesion length was not provided. Pre-dilation was not performed. A 2.5x18mm cypher rx stent was successfully implanted at 16atms. Pre and post-procedure timi flow was 3. During post-dilation with an unknown 3.5x12mm balloon catheter, a dissection occurred. A second 3.0x18mm cypher rx stent was successfully implanted overlapping the 2.5x18mm cypher stent. Residual stenosis was 0%. One day after index procedure, the patient experienced elevated ck-mb of 32.57 (uln 6) and troponin I of 7.22 (uln 0.05). No treatment was given and the event resolved without sequelae. According to the investigator, the elevated cardiac enzymes was not related to cordis product. The investigator felt the event was related to the index procedure.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, the patient was a 180kg man, with a thick and tight abdominal wall. There seemed to be a problem with the duckbill or universal sleeve causing air filtering during the surgery when introducing instruments through the trocar. Unknown how case was completed. There were no adverse consequences for the patient.